Event description:
It was reported that the arctic sun device did not fill the tank. The pump was changed. Per review of wo on (B)(6) 2023, there was a malfunction on the circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a malfunction on the circulation pump. The device was evaluated upon receipt. Unit will not fill. Replace circulation pump. Device passed evaluation. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not fill the tank. The pump was changed. Per review of wo on (B)(6) 2023, there was a malfunction on the circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.